Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer for evaluation.

Manufacturer narrative:
The reported event of the device being broken was not confirmed; it was found during service the device was severely worn. The device was found to be exceeding limitations of use and was recommended for replacement.

Event description:
The h201 lt small tip set was being tested prior to a procedure when it was observed that the point of the tip was broken. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Event description:
The h201 lt small tip set was being tested prior to a procedure when it was observed that the point of the tip was broken. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
The h201 lt small tip set was being tested prior to a procedure when it was observed that the point of the tip was broken. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.